Event description:
It was reported to philips that the system was unable to boot up. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the f10 blew up and the mpd control board was burned and found the issue to be related to a power outage that may be the reason why the mpd control board had several components burned. To resolve the issue, the fse replaced the mpdu along with fuses. The defective part was sent for analysis, for mpdu control unit malfunction was observed and the failure was found to be burn signs and transformer resistance test failed. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.